Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product found to be in edge of sealed package and has been cut apart. Additional information was received and stated that the product was cut completely, the separate piece was stuck in the seal on the edge of the packaging. The issue was discovered before use.